Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl due to a sensor being ripped out of their body. The customer changed the infusion set and site three times. Customer declined high blood glucose troubleshooting and no further details were given.